Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was protruding. Blood glucose level at the time of the incident was 162 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk also, was in motor error alarm loop during bolus and basal delivery. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. All operating currents are within specification. The insulin pump passed the displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.